Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for observation, but had a blood glucose level of 450 mg/dl. The customer stated that he had a prior hospitalization for surgery. The customer also stated that he had a bent cannula. Nothing further was reported.